Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated patient has been on therapy for about an hour and the arctic sun device has been consistently alerting fluid delivery line (fdl) open and low flow. Water flow rate (wfr) was 0 l/m hypothermia cool patient. Targeted temperature (tt) was 35.8c, patient temperature (pt) was 36.7c, water temperature (wt) was 28.3c, water flow rate (wfr) was 0 l/m. 4 pads connected. Had stop therapy and empty pads. Device alerted wr empty x 3. System diagnostics showed water reservoir level (wrl) was 0. Walked through adding sterile water to device. Restarted device in manual control at 10c with no pads. System diagnostics showed that the outlet monitor temperature (t1) was 2.6c, outlet control temperature (t2) was 27c, inlet temperature (t3) was 27c, chiller temperature (t4) was 27.1c, water flow rate (wfr) was 1.7 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 43 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 4, system hours were 2474.5 and pump hours were 1719.3. Added back pads while in manual control. System diagnostics with pads in manual control showed that the outlet monitor temperature (t1) was 28c, outlet control temperature (t2) was 28.5c, inlet temperature (t3) was 28.7c, chiller temperature (t4) was 28.6c, water flow rate (wfr) was 3.4 l/m, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 75 percentage, mixing pump command (mpc) was 100 percentage. Walked through stop therapy and disabling manual control. Advised chiller temperature was much higher than expected and device was not going to be able to cool patient. Advised to label low flow and not cooling and send to biomed.

Event description:
It was reported that the nurse stated patient has been on therapy for about an hour and the arctic sun device has been consistently alerting fluid delivery line (fdl) open and low flow. Water flow rate (wfr) was 0 l/m hypothermia cool patient. Targeted temperature (tt) was 35.8c, patient temperature (pt) was 36.7c, water temperature (wt) was 28.3c, water flow rate (wfr) was 0 l/m. 4 pads connected. Had stop therapy and empty pads. Device alerted wr empty x 3. System diagnostics showed water reservoir level (wrl) was 0. Walked through adding sterile water to device. Restarted device in manual control at 10c with no pads. System diagnostics showed that the outlet monitor temperature (t1) was 2.6c, outlet control temperature (t2) was 27c, inlet temperature (t3) was 27c, chiller temperature (t4) was 27.1c, water flow rate (wfr) was 1.7 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 43 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 4, system hours were 2474.5 and pump hours were 1719.3. Added back pads while in manual control. System diagnostics with pads in manual control showed that the outlet monitor temperature (t1) was 28c, outlet control temperature (t2) was 28.5c, inlet temperature (t3) was 28.7c, chiller temperature (t4) was 28.6c, water flow rate (wfr) was 3.4 l/m, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 75 percentage, mixing pump command (mpc) was 100 percentage. Walked through stop therapy and disabling manual control. Advised chiller temperature was much higher than expected and device was not going to be able to cool patient. Advised to label low flow and not cooling and send to biomed. Per additional information received via mail on 20oct2025, they were working with tech support last week on this issue. After going over it, they think, determined it might be that it¿s due for the 2000 hr preventive maintenance. They were ordering the parts, need to do the preventive maintenance and taking care of it in house.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed circulation pump. Water flow rate (wfr) was 0 l/m hypothermia cool patient. Targeted temperature (tt) was 35.8c, patient temperature (pt) was 36.7c, water temperature (wt) was 28.3c, water flow rate (wfr) was 0 l/m. 4 pads connected. Had stop therapy and empty pads. Device alerted wr empty x 3. System diagnostics showed water reservoir level (wrl) was 0. Walked through adding sterile water to device. Restarted device in manual control at 10c with no pads. System diagnostics showed that the outlet monitor temperature (t1) was 2.6c, outlet control temperature (t2) was 27c, inlet temperature (t3) was 27c, chiller temperature (t4) was 27.1c, water flow rate (wfr) was 1.7 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 43 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 4, system hours were 2474.5 and pump hours were 1719.3. Added back pads while in manual control. System diagnostics with pads in manual control showed that the outlet monitor temperature (t1) was 28c, outlet control temperature (t2) was 28.5c, inlet temperature (t3) was 28.7c, chiller temperature (t4) was 28.6c, water flow rate (wfr) was 3.4 l/m, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 75 percentage, mixing pump command (mpc) was 100 percentage. Walked through stop therapy and disabling manual control. Advised chiller temperature was much higher than expected and device was not going to be able to cool patient. Advised to label low flow and not cooling and send to biomed. Per additional information received via mail on 20oct2025, they were working with tech support last week on this issue. After going over it, they think, determined it might be that it¿s due for the 2000 hr preventive maintenance. They were ordering the parts, need to do the preventive maintenance and taking care of it in house. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.